Event description:
The hospital reported on (B)(6) 2009 that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) and the balloon would not remain inflated. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. At the time of the report, the hospital did not have the part number of the device available. On 10/09/2009, maquet received additional information that the part number was a vh-2000.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).